Event description:
Iabp with rapid gas loss alarm. Blood specks in iabp air tubing down entire length of tubing. The physician was notified and the iabp was removed without incident. The equipment is owned and maintained by connect supplies. Our records show as of last year they were in compliance on their maintenance.